Event description:
Customer reported experiencing a past high blood glucose event with no clear cause. The highest blood glucose level was displayed as "high" without a specific value, but it was noted that there was no frequent recurrence of high readings, and no third-party assistance was required. Customer attempted to manage the high blood glucose by administering a correction bolus using the pump and additional injections, while the control iq feature was off during the event. Technical support advised the customer to consult with a healthcare professional to further discuss factors influencing blood glucose levels, and the customer acknowledged this advice.